Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via medtronic contact us that the insulin pump alarmed motor error in the middle of the night. Troubleshooting did not occur. The insulin pump was not returned for analysis at this time.